Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed a 27mm watchman flx closure device was implanted on (B)(6) 2023. The patient was discharged. During review of the implant procedure, it appeared that the closure device left a shoulder about 1/3 the device. The physician stated that during the routine 45-day follow up, the closure device appeared almost 50 percent out but no intervention or follow up transesophageal echocardiography were performed. The patient presented to the hospital on (B)(6) 2025 with weakness and dizziness. Heparin was administrated to the patient. The patient did not have any focal neuro deficits. The patient was scheduled for device extraction and device reimplantation on (B)(6) 2025. The physician was concerned about possible clot within the closure device and extraction through a sheath with release of clots/micro clots. The hospital was able to obtain permission for use of the non-boston scientific (bsc) emboliner device which is still be researched. The closure device was extracted using a non-bsc snare device and a new 24mm closure device was implanted. The 24mm closure device did not meet position, anchor, size and seal (pass) criteria, as two of the compression measurements were between 8 and 9 percent. The remaining two compressions were 12.5 and 11.3 percent. The physician released the device as the rest of the pass criteria were met. The physician was aware that two of the compressions were below 10 percent. The patient was discharged with no neuro deficits.